Event description:
Pt being transferred from wheel chair to bed. Actuator on lift broke and caused pt to fall. Pt not injured, no bruising observed at time of accident. Actuator will be returned to vancare and we will send to MFR for eval.

Manufacturer narrative:
Actuator being returned to vancare inc. For inspection. Distributor took replacement lift to facility for use while eval is being conducted. Actuator returned to vancare, inc 11/26/207. Vancare inc will send to MFR for their eval, actuator sent to them on 11/27/2007.